Event description:
The user facility reported that there was something missing in the angio-seal device involved. There was no harm to the patient. Additional information was received on (B)(6) 2022: the doctor used the device; however, when he pulled back on the device, the suture was missing. No difference was observed when taking out the device or while using it. When the device was pulled back to seal the puncture with the collagen and the suture, the issue was observed. To stop the bleeding, manual compression was performed. The patient was in stable condition. The collagen and suture were missing. The issue occurred during use on the patient. The procedure performed was a percutaneous transluminal angioplasty (pta) with a stent a popliteal artery. A 6 french procedure sheath was used. There were no difficulties during arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No equipment or other devices were used with the involved product.

Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Phone number: unknown. Occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The anchor was found to have been visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by attempting to reset the device to the forward lock position. However, significant resistance was encountered during device resetting, and the carrier tube was damaged. Subsequently, functional testing was continued by separating the device components and attempting to manually deploy the suture. The suture was able to be fully deployed, and no issue with device function was identified. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).